Event description:
It was reported that the patient experienced inflation issues with the inflatable penile prosthesis (ipp), there were mechanical issues with the pump and when it was squeezed the cylinders would not inflate. An ipp revision surgery was performed in which the pump was removed and replaced. After the procedure, a lot of air was noticed in the pump. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump activation issue could affect the functionality of the device. The product analysis confirmed a pump issue. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually and microscopely examined; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more force to active than the specified by the manufacturer. The product analysis concluded these activation issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with the inflatable penile prosthesis (ipp), there were mechanical issues with the pump and when it was squeezed the cylinders would not inflate. An ipp revision surgery was performed in which the pump was removed and replaced. After the procedure, a lot of air was noticed in the pump there were no patient complications.